Event description:
As a chiropractor I purchase a 40,000 gauss pemf device to use on patients and myself. The manufacture and sale team are out of (B)(6), called pulse centers. They don't give recommendations for treatment intensity or frequency, in order to stay safe from the FDA. I put myself on the machine one hour as they recommend. After which I have lasting sometimes very intense pain. They term this machine "cellular exercise". I call it reckless. I can't get the sleep I need because the pain keeps me up. I have pain up and down my spine. I've never experienced anything like this before. It has made me afraid of the machine. To use it on patients is not an option for me. It would all be a big guessing game as to how to treat them. The dial which controls the actual gauss or intensity is just some erroneous number, from 1 to 100.